Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. The customer also returned contour next test strips from lot # 8mpeg11a (expiration date: 31-dec-2020), which is different from lot # 9dpeg17b that customer originally alleged was involved in the event. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. The testing was also performed using the retuned meter with in-house contour next test strips from lot # 9dpeg17b, which gave satisfactory performance. No information was captured as the customer's weight was not provided. The model # was not provided. No information was captured as the contact information of the initial reporter was not available.

Event description:
A health care professional (hcp) from (B)(6) reported that the customer visited the physician's office and became unconscious. The hcp stated that the customer's clinical symptoms were related to another illness. The hcp also mentioned that the customer was experiencing symptoms of hypoglycemia. A blood glucose testing was performed with the customer's contour xt meter and a reading of 170 mg/dl was obtained. Another blood testing was performed with the physician's contour xt meter and a reading of 70 mg/dl was obtained. A repeat testing was performed with the customer's contour xt meter and a reading of 171 mg/dl was obtained. All readings were obtained within 10 minutes. No glucose treatment was provided to the customer. There was no allegation of an adverse event. The hcp was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.